Event description:
It was reported that the brakes were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Investigation determined that the lack of grease in the head-end block/ratchet area caused the brakes to be unable to engage. Lubed the area and brakes engaged. The brake force was acceptable and did not have any issues.